Event description:
It was reported that when the customer was doing a stress perfusion with contrast exam, the whole heart appeared bright in the image. The radiologist felt that this image artifact could be misinterpreted as a cardiac infection. No misdiagnosis or mistreatment occurred. The patient was rescanned successfully without any further issues.

Manufacturer narrative:
Investigation is ongoing.